Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Through functional testing and visual/physical examination it was determined there was a ram malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No 510k provided as this device is not released for distribution in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure during servicing that replacement with a new computer was performed, but no magnetic field emitted. The status of electromagnetic localization system control box was "8". There was no patient present.